Manufacturer narrative:
(Flap lift and rinse). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial cells ingrowth in right eye 13 days post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision and dry eye. A flap lift and rinse was performed on (B)(6) 2014.